Manufacturer narrative:
(B)(6) 2019 - the consumer decided to receive a replacement product and will not return the device for an investigation. Therefore, an investigation will not occur.

Event description:
(B)(6) 2018 - the consumer claims that the product shattered when stepping on it. No injuries had occurred. The consumer has accepted a replacement.

Event description:
12/26/2018: the consumer claims to have received a shock while in use of the product. The consumer stated that the cord had an exposed wire and must have cracked while in use.

Manufacturer narrative:
1/14/2019: we have requested the device be returned to the manufacturer. To date we have not received the device. 1/14/2019: submitting a supplemental emdr as the consumer last name was incorrectly spelled.

Manufacturer narrative:
1/14/2019: we have requested the device be returned to the manufacturer. To date we have not received the device. 1/14/2019: submitting a supplemental emdr as the consumer last name was incorrectly spelled. 4/5/2019: we have received the device and completed the inspection. Below is the manufacturers narrative: manufacturers narrative; unit is old. Has significant yellowing from use. Cord had ruptured and was exposed. Unit temperatures complied with design. Unit failed hipot test due to ruptured cord. Temperature tested were conducted and found to comply with our specifications.. Hipot and leakage current failed due to line cord rupture. No other testing was done.

Event description:
12/26/2018: the consumer claims to have received a shock while in use of the product. The consumer stated that the cord had an exposed wire and must have cracked while in use.